Manufacturer narrative:
Manufacturing review: a DHR review was not performed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Therefore, the investigation is inconclusive for the alleged reported failure. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Date rec¿d by MFR, PMA/510k. Brand name.

Event description:
It was reported that the hub of the catheter was cracked. The drainage catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the hub of the catheter was cracked. The drainage catheter was replaced. There was no reported patient injury.